Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a clinician that the patient with this product may have developed an infection. Our field representative in the area did not have any additional information regarding the patient or the products.